Manufacturer narrative:
UDI: (B)(4). One mountaineer head to head cross connector inner screw was returned to the customer quality unit for evaluation on november 2, 2017. The inner screw from lot bdld7va featured approximately one quarter of thread torn off, starting from the distal end. It is believed that this is the thread from the damaged inner screw. This damage may have occurred due to cross threading the outer nut on the inner screws upon insertion. Tightening an outer nut while it is cross threaded places an unexpectedly high amount of force on the threads of both the nut and the inner screw, resulting in them being damaged or torn. This event was not influence by the tightener, which was operating within specification. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause for the damage to the threads of the inner screw cannot be positively determined. However, the damage may have occurred due to inadvertently cross threading the outer nut onto the inner screws upon insertion. Tightening a nut while is cross threaded places an unexpectedly high amount of force on the threads of both the outer nut and inner screw. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is available for evaluation. Investigation will be conducted. Follow up will be filed with findings. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
When torquing down the outer nut on the h/h conn plate, the driver and nut kept shearing off the top of the inner screw. The surgeon was not able to use the h/h conn plate in his construct because of this.